Event description:
Sabratek pump and tubing set used to administer IV antibiotic therapy via PICC line to a home care pt. Line occluded x 3 due to back flow of blood into tubing set. Tubing set replaced x 2. Pt therapy discontinued per md order. Sabratek clinical service advised use of anti siphon valve with tubing set to prevent backflow and occlusion. Nurse recommended sabratek include antisiphon valve with tubing set and revise instruction manual to prevent reoccurrence and reduce risk of blood loss.